Event description:
It is reported that the articular surface did not lock on the precoat stem tibial baseplate in vivo. The surgeon attempted with a second art surface of the same size, but was unsuccessful. He then requested a 12 mm art surface which locked right on.

Manufacturer narrative:
Evaluation summary: both items exhibit a compressed dovetail feature. The compression damage noted on the underside of the device typically indicates the articular surface was not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. It is possible that the problems encountered are related to surgical technique; however more information would be needed to conclusively make that determination.evaluation: as returned, the dovetail features on both surfaces exhibit compression marks. The devices were within specification where measured. Dimension taken are within spec as documented on attached prints.